Event description:
It was reported by the independent repair center that the unit will not start, and the primary cause of the malfunction is the sieve beds are saturated. No patient injury reported, no additional information provided.